Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, while the device was being applied in the tissue, the device did not fire. It was stated that the handle was jammed. Another handle was taken out however, the handle also jammed during its third firing. Another handle was used to complete the case. There was no patient injury.